Event description:
Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "lump" and "exchange of textured device due to concerns with product". Later healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. - lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis broken plug strap, missing piece of plug strap and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "lump" and "exchange of textured device due to concerns with product". Later healthcare professional reported "rupture". This record is for the right side. Device explanted and replaced.